Event description:
As reported to coloplast, though not verified: on or about (B)(6) 2012, the patient underwent a surgical procedure to treat her pelvic organ prolapse. An exair posterior prolapse repair system was implanted. The patient has subsequently suffered complications associated with the pelvic mesh product, including but not limited to: pelvic pain, vaginal pain, abdominal pain, mesh erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, urinary dysfunction, blood loss, abnormal discharge, neuropathic pain, acute and chronic nerve damage, pelvic floor damage and difficulty with daily activities. As a result, the patient has undergone additional operations (remove mesh, repair pelvic organs/ tissue/ nerve damage and remove portions of female genitalia), the use of medications and injections into various areas of the pelvis, spine, and the vagina.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.